Event description:
It was reported during onyx injection, the catheter burst and onyx was observed leaking at the proximal part of the catheter. No pt injury reported. Same event as MDR # 2029214-2010-00138.

Manufacturer narrative:
The device will not be returned for eval as it was consumed in the event. (B)(4).